Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 80 events were reported for this quarter. Product return status: 71 devices were received for evaluation; 9 devices were not available to stryker for evaluation. Evaluation status: 70 events were confirmed during testing, - 70 devices were found to be affected by missing paint chips, 3 device evaluations are in progress, 1 event was not confirmed during testing; the device was found to be within specifications. Product disposition: this device is not repairable and was not returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 80 malfunction events in which the device had paint chips missing; 80 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 80 </noe> malfunction events in which the device had paint chips missing. 80 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 80 events were previously reported during the reporting quarter; however: - 1 previously reported event in this report should have been included under MFR report # 0001811755-2018-01415.  - 79 events were reported for this catalog number/device code combination for the reporting quarter. - 79 previously reported events are included in this follow-up record.   Product return status 70 devices were received. 9 devices were not available for evaluation.   Evaluation status 69 reported events were confirmed during testing. - 69 devices were found to be affected by missing paint chips. 1 reported event was not confirmed during testing.   Additional information 79 devices were not labeled for single-use. 79 devices were not reprocessed and reused.